Event description:
It was reported that a patient received inappropriate therapy due to pseudofusion. Rhythm strips acquired through merlin.net transmission showed a known junctional tachycardia rhythm resulting in competitive pacing. The base rate was decreased to help decrease the occurrence of under sensing. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.